Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center.

Event description:
The customer reported that the device opcheck stated to insert the pads cable but the cable was in. There was no patient involvement.